Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-118 - user applied blood to strip before inserting strip into meter. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted. Customer stated he just got the true result meter and has not been able to test. Customer was not using correct testing technique. At the time of the call the customer stated he had frequent urination and felt that his blood glucose was elevated. Customer stated he did not take his pill the day before. Customer stated he would seek medical attention in order to get his blood glucose tested. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is undisclosed.